Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer continued to use the pump for insulin therapy but will also use an alternate pump if cartridge alarm recurrs.there was no adverse impact to the customer¿s blood glucose level.